Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Event description:
The reported that during a hemorrhoidectomy procedure that about 3/4 of the staples in the circle did not form correctly. The surgeon said the device seemed more difficult to fire than usual, there was more resistance. The case was completed by over-sewing the staple line with suture. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional device info: information anticipated, but unavailable at this time